Event description:
It was reported that a device was unable to be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found corrupted ID bit in the device code. The ID bit was corrected and the device went into a backup vvi operation. The device was successfully interrogated after the firmware was reloaded.